Event description:
The procedure was coil embolization for (avm) arterial venous malformation of the inferior limb (below the knee). The vessel was moderately calcified, moderately tortuous and 80% stenosed. The coil (B)(4) (complaint product) could not be detached at the green zone. The coil was removed without alternative detachment as air was observed in the proximal hub. Other new coil was used and the product was completed successfully without any patient injury.

Manufacturer narrative:
All the products were stored and prepped per (IFU) instruction for use. After prep, the devices were not damaged. The same syringe was used successfully with the next coil. Prior to connecting and during prep, the syringe or coil delivery systems were not damaged. After disconnecting the coil delivery system, no damages were noted on the syringe or delivery system. During prep, a dedicated saline source was utilized to fill and prep the syringe. A dcs syringe was utilized to prep the device, and no damages were noted during prep. The syringe was taking to the blue zone, and the blue zone was not exceeded. Prior to this coil, at any time, was the alternate zone (red) was not exceeded. The product was connected properly to the hub of the coil delivery system, and no leakage was noted at the connector, extension tubing, delivery system hub or anywhere else. The connector was checked for proper seating/fitting on the delivery system hub. The same syringe was utilized to complete the procedure. During detachment or at any time, the syringe was taking to the orange zone, but there was no possibility that the air in the system because the account reported that the product was handled correctly throughout the prep/procedure. After the product failure occurred, no damages were noted on the coil (unraveled/stretched), delivery system or hub, and the coil was still attached. The complaint coil was the second product for the dcs syringe used, and the micro catheter used was excelsior 1018 straight, (B)(4). Additional information will be submitted within 30 days of receipt.